Event description:
The pedicle screw (p/n ps5.5-7.5-50, lot # 10694-17) is an implantable component utilized in conjunction with the set screw and rod. It is part within the oic pedicle screw system. The incident at hand involved a pedicle screw that the surgeon was unable to implant in the original tapped hole. The surgeon was working on one level and though he/she utilized a bone tap and was successfully able to generate the hole for the pedicle screw implantation, he/she was unable to properly implant the pedicle screw without possibly compromising pt care. The surgeon then tapped a new hole on the same level, and employing the same pedicle screw, successfully completed the implantation with no reported difficulties. However, due to the incident described, the surgery was prolonged by thirty (30) minutes.